Event description:
Micro puncture introducer set broke during the procedure. Placing the wire through anticipating a normal exchange to a 5 french sheath. The 4 french sheath sheared off and only half of the sheath was withdrawn. Open surgical intervention required to retrieve. The guidewire was pulled back and sheared distal end was still on the guidewire and came out completely.